Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that did not work with the ac was confirmed during product evaluation. The root cause of the reported condition was assigned to a damaged power supply. The power supply was replaced in order to correct this condition. This is involving a pump with software version 7.22.00 which is categorized as a (B)(4) colleague v1.7. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "when the pump is turned on it doesn't work with the ac current, and the ac indicator does not work either." This is an out of box failure. This event had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.